Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned and analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data was also received and analyzed. Analysis of the data indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Beginning (B)(6) 2015, rv coil impedance has been in the 50-130 ohms range and is variable. Beginning (B)(6) 2015 svc coil impedance has been in the 80-228 ohms range and is variable. (B)(4).

Event description:
It was reported that an alert triggered due to high impedance readings with the superior vena cava (svc) coil and right ventricular (rv) coil. In addition, lead noise and varying impedance readings were exhibited, and a lead fracture was suspected. The rv lead was extracted and replaced. No patient complications have been reported as a result of this event.